Event description:
It was reported that a balloon rupture occurred. The severely stenosed target lesion was located in a mildly calcified and moderately tortuous a-v fistular radial artery. A 5.0 x 80, 75cm mustang balloon catheter was used to dilate the lesion. The balloon was inflated 3 times with random balloon pressure. During the 3rd inflation, the balloon ruptured. The procedure was completed with another with same device. No patient complications reported and patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).